Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device would go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycle testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable and electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.